Manufacturer narrative:
The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis revealed that the device passed visual examination but failed functional testing due to an inability of the battery to provide power consistently. Internal inspection of the battery revealed that a cable wire (battery (+) wire) was found doing intermittent contact within the battery output connector. This connection was likely soldered within the connector. The most likely root cause of the reported event can be attributed to an intermittent connection within the output connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mechanical circulatory support that the battery was determined to be charged; however, once connected to the vad, it is unable to deliver power. The battery was exchanged. There was no consequence to the patient. A preliminary evaluation of the battery was performed. It was found that the returned battery passed external visual inspection and failed functional testing. The battery does not provide steady power to the controller. The blue cable (battery (+) wire) was found to have intermittent contact at the connector side.